Manufacturer narrative:
Internal file number - (B)(4). Correction: lot #. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. The investigation determined the reported separation appears to be related to circumstances of the procedure; however, the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was highly calcified. The trek balloon ruptured during the 8th inflation at 18 atmospheres. When removed, the distal part of balloon had separated but was still on the guide wire and was easily removed. There was a delay of 20 minutes, but it was not clinically significant. There were no adverse patient effects. No additional information was provided.